Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate/sense channel which resulted in pacing inhibition. The ventricular lead is a competitor's product.